Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor gel separation. No serious injury or medical intervention was reported. Verbatim: "material no. 367960 batch no. 8215750 it was reported the customer experienced poor gel separation sometime last week and back in january. It was reported the customer experienced poor gel separation sometime last week and back in january. Customer is inquiring why this could be happening. The most recent occurrence was with batch 8215750, the jan lot is unknown."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced poor gel separation. No serious injury or medical intervention was reported. Verbatim: "material no. 367960, batch no. 8215750. It was reported the customer experienced poor gel separation sometime last week and back in january. Customer is inquiring why this could be happening. The most recent occurrence was with batch 8215750, the jan lot is unknown."